Event description:
It was reported that during a band removal and gastric sleeve procedure, the knife didn¿t move after pressing the trigger. After changing the reload again, the knife didn¿t move. After changing the stapler, he used new reload and the staples didn¿t perform well. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Surgical video a surgical video was received and it is believed the complications experienced were the result of two different issues. The ¿knife didn¿t move¿ issue was the result of the wrong size staple cartridge 45mm loaded in a 60mm device on five separate occasions. The ¿staples didn¿t perform well¿ complication was the result of the device being placed over loose staple from a previous firing, preventing the knife from cutting the tissue resulting in tissue plowing. Both complications were the result of user error, not a device malfunction.